Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. Customer reviewed log and found error code related to eeprom (electrically erasable programmable read-only memory). Evt_nvdata_corrupt is a ventilator inoperative error that means data in eeprom is corrupt on system/cpu. The system board was replaced and updated software was installed to address the issue, however the device failed the active exhalation verification test step during final test. Three-way solenoid valve and proportional valve ordered and arranged to be shipped for onsite service to address test fail issue.